Event description:
Ap chest x-ray was received and reviewed. The x-rays were provided after the patient¿s device showing high impedance. The connector pins appear to be fully inserted and the feedthrough wires were appeared to be intact. No sharp angles or gross discontinuities were identified in the visible portion of the lead. Based on the x-rays received, the cause of the high impedance was not able to be confirmed. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images. The explanted lead was received. Product analysis is underway.

Manufacturer narrative:
B5. Describe event or problem - correction - explant device was received for analysis. D9. Device available for evaluation - correction - device was received on 8/19/2021 and was not included in supplemental #1 MDR. H3. Device evaluated by MFR? - correction - no (code 02) should have been included in supplemental #1 MDR.

Event description:
Generator analysis was performed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Lead analysis is still underway.

Event description:
Abraded openings were noted on the outer and the inner silicone tubing of the returned lead portions. No discontinuities were identified within the returned lead portions. The lead assembly has dried remnants of what appear to have once been body fluids/betadine solution inside the silicone tubing. No obvious point of entrance was noted other than the identified tubing cut openings and the cut end of the returned lead portions. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
F10. Medical device code - correction - a040101 should have been included in the initial MDR instead of a072201. H6. Investigation findings - correction - c070603 should have been included in the initial MDR instead of c0203. H6. Investigation conclusions - correction - d02 should have been included in the initial MDR instead of d14.

Event description:
Patient was observed to have high impedance. It was noted the patient has had not trauma to the area. Xrays were taken and the lead appeared intact. Troubleshooting was performed and the high impedance did not realize. It was noted that a lead fracture is the suspected cause. Patient had a full revision performed. The explanted devices were noted to be available for analysis. Programming data was sent in. The explanted lead has not been received to date. No additional relevant information has been received to date.